Event description:
The user reported that the monitor would not turn on. There was no pt harm involved. Test on the unit disclosed that the circuit breaker had failed in an open state. No specific cause of the circuit breaker failure could be determined. The event is not occurring more frequently or with greater severity than is usual for the device.